Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during cataract surgery, when the surgeon stepped on the footswitch to start sculpting, a patient experienced a thermal injury. Additional information was received indicating the phaco tip was clogged at the very begging of phacoemulsification resulting in no irrigation or aspiration. Sutures and a corneal bandage contact lens was required to seal the wound.

Manufacturer narrative:
No phaco tip sample was returned for evaluation for the report of complete occlusion that resulted in a thermal burn; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The manufacturer internal reference number is: (B)(4).